Manufacturer narrative:
Age/date of birth: unknown, not provided. Date of event: unknown, not provided. Alternative reporting number: (B)(4). Device evaluation: the actual product used by the patient was not returned. A returned product investigation could not be performed. Retain sample: retain sample was investigated and all results were within specification. Chemistry testing performed and product met specification. Manufacturing record review: a review of the records was performed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including secondary packaging materials inspection, product physical appearance inspection. There was no same or similar non-conforming material record, or related process/material change. There were no non-conformances related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the investigation results, no product deficiency was identified. The customer's reported event could not be confirmed. Reported issue was probably caused by adverse reaction to the product. All pertinent information available to abbott medical optics has been submitted.

Event description:
Female patient reported she experienced irritation in her eyes and red eyes with use of consept onestep. Patient saw a doctor on (B)(6) 2016. The doctor did not provide a diagnosis but instructed the patient not to use consept onestep because it does not suit the patient's eyes. Doctor prescribed bromfenac eye drop and purified sodium hyaluronate. At the time of the patient's call, her symptoms were relieved. In follow up, patient reported she had recovered with use of the prescribed eye drops. Neutralizing tablets used in conjunction with the solution and will be reported in a separate MDR.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.